Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The device has been evaluated and the release wire was found jammed inside the pushwire which likely prevented the coil from detach. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure.no patient injury reported.